Event description:
It was reported that while the surgeon was assembling the taper and glenosphere together, the tip of the instrument fractured. There was no report of a foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00610. D10: medical products: item#: 110029132, compr metal impactor; lot#: 097310. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00610-1. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified that the device shows signs of use with pits and gouges on the handles. The poly impactor tip on the device has fractured and not all the pieces were returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.